Event description:
It was reported that a 80-year-old caucasian female patient underwent primary breast augmentation with unknown size unknown gel implants on both sides and experienced bilateral breast implant rupture, and left side capsular contracture; baker grade iii postoperatively. As a result, the patient underwent bilateral explantation and replacement with non-mentor devices on (B)(6) 2022. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 21, 2022, the mentor failure analysis lab received the device for evaluation. On november 27, 2022, device evaluation was completed. Device evaluation summary: mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 450cc breast implant had a crease/fold on the anterior view extended to the posterior view. Additionally, a tear was observed within the crease/fold on the posterior view, measuring approximately 1.8 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 11, 2022, mentor became aware regarding the device information. Hence, the following fields have been updated on this form: - field d1 for brand name has been updated to "mentor memorygel breast implant" - field d4 for catalog number has been updated to "3504504bc" - field d4 for lot number has been updated to "5566594" - field d4 for unique identifier( UDI) has been updated to (B)(4). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).